Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the needle pierced the catheter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: upon inserting the IV catheter into the vein and advancing the stylet the needle split into the catheter sleeve. This happened on a few different patients. We were able to keep three of them.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023 h6: investigation summary bd received seventy-one 24 gauge insyte autoguard units from lot 2355401 for evaluation. Sixty-eight of the units were received in their sealed packaging while three of the units were received as parts of a catheter assembly. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no defects or deformities with the units received in sealed packaging. However, the three units received outside of their packaging appeared to have been used with media present inside of the catheter tubing. These units were inspected under a microscope and each unit exhibited small v-shaped cuts in the catheter tubing at different locations. These v-shaped cuts are indicative of the needle piercing through the catheter tubing. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. Unfortunately, since the device appeared to have been used the engineer was unable to determine a definitive root cause for these cuts.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the needle pierced the catheter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: upon inserting the IV catheter into the vein and advancing the stylet the needle split into the catheter sleeve. This happened on a few different patients. We were able to keep three of them.